Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/pt contacted lifescan customer service in 2009, alleging that the onetouch ultra2 meter was displaying a bar going across the screen and nothing else. The pt claimed that the reported issue first occurred "day before yesterday" at night. It is unk what actions were taken after the reported issue occurred. The next night, the pt took her usual dose of insulin in 2009, between midnight and 1 am. At an unspecified time, the pt reportedly developed symptoms of blurred vision, dry mouth, frequent urination, thirst, and numbness in toes. She did not report any forms of treatment after the symptoms began. According to the troubleshooting performed with customer service, the reported issue was not resolved with training. This complaint is being reported because the pt allegedly developed hyperglycemia 2 days after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.